Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On december 20, 2024, a reporter for the lay user/patient contacted lifescan (lfs) united states, alleging that the patient¿s onetouch verio flex meter read inaccurately low compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation, since contact information for the patient was not provided to obtain further information. It was not reported when the alleged meter inaccuracy began. No specific readings were provided. It was not reported if the patient takes medication to manage their diabetes or if they made any changes to their usual diabetes management regimen in response to the alleged issue. It was not reported if the patient developed any symptoms, however, the reporter mentioned that at an unspecified date and time the emergency medical services (ems) were notified for assistance since the result on the subject meter was ¿too low¿. When ems arrived, the reporter indicated that the patient received a blood glucose test and unspecified treatment. The reporter declined to provide further information. The reporter declined to complete the troubleshooting process. This complaint is being reported because the patient reportedly required medical intervention for a possible acute complication of diabetes while using the product. There is insufficient information to rule out the contribution of the subject meter to the event.